Manufacturer narrative:
The results of the investigation concluded that the catheter had been kinked between the lens and the guidewire exit port; however, there were no observable fractures, damages, or anomalies noted to the catheter shaft or distal tip, besides the aforementioned kink. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported positioning issue is consistent with the kink. The cause of the kink is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the tip of the catheter fractured inside the patient. The device was not able to cross the lesion and when it was withdrawn, the tip of the catheter was noted to be fractured. The device was exchanged for a new catheter and the procedure was completed successfully with no adverse patient consequences.